Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) battery is permanently damaged due to one overdischarge. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative stated the implant was overdischarged. The patient reported that it never worked. A jumpstart was going to be scheduled and the issue was resolved at the time of the report. No patient symptoms reported. (B)(6) 2021 rp: no new information.